Event description:
It was reported that during an orthognathic bone surgery operation, the handpiece stopped working. There was a delay of approximately one hour while a backup handpiece was located. The case was completed successfully, and there are no reports of any serious injuries or additional treatment required as a result of the delay in the procedure.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device not working was confirmed, as the device shaft doesn't move. Based on the preliminary investigation details, the likely cause was problems with the rotor and severe corrosion. Service will determine if the device can be repaired and returned to the customer.